Event description:
It was reported that the ipg was no longer functioning as intended after received the end-of-life message. The patient underwent an ipg replacement procedure and the explanted device was kept by the medical facility.